Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 7070457. Product family: scs-linear leads, upn: (B)(4), model: sc-2352-50, serial: (B)(4), batch: 5167251.

Event description:
It was reported that the patients lead at the occipital area was protruding through the skin. The patient underwent a revision procedure wherein the leads were moved so it was not pushing against the skin. The patient was doing well postoperatively.